Manufacturer narrative:
Examination of the returned monitor was unable to confirm the customer's complaint. No fault was found. Over 4 hours of testing with a simulator resulted in acceptable results. No physical damage was found in the visual inspection. There was no indication or evidence of a manufacturing defect being responsible for the issue. As previously reported under MDR 2015691-2016-00314 the flotrac cable was also evaluated and determined to be functioning as expected. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as no fault could be identified with any of the devices and there was no evidence of any failure of any of the devices to function appropriately. Edwards will continue to review and monitor all events. If action is required, an appropriate investigation will be performed.

Manufacturer narrative:
Review of the device history record supports that there were no non-conformances noted for any reason during the manufacturing of the device and the monitor met all requirements prior to release. The device is expected to be returned for evaluation; however, it has not yet been received. A supplemental report will be communicated accordingly once the device is received and evaluated.

Event description:
It was reported that during use of an ev1000 monitor and a flotrac cable, it was noted that the displayed values failed to change although the arterial pressure waveform appeared to adjust as expected. No error messages were observed on the monitor. No patient compromise was reported and no inappropriate treatment was performed as a result of this event. The ev1000 monitor was replaced and the issue resolved. Two complaints were initiated for this event; one for the suspect ev1000 and one for the related flotrac cable.